Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tension-free vaginal tape placement and cystoscopy procedure performed on (B)(6) 2017 for the treatment of stress incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: correction: a previous report was sent for this patient and device under MFR report 3005099803-2021-06414. Any new event information will be sent under MFR report 3005099803-2021-06414. Block b3 date of event: date of event was approximated to february 17, 2017, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f12: serious injury has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tension-free vaginal tape placement and cystoscopy procedure performed on (B)(6) 2017 for the treatment of stress incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.